Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that 1mg/hr burnex infusion was ordered for the patient. A bag of burnex with concentration of 20mg/100ml ns medication was received from the pharmacy. An IV pump was set to img/hr which was 5ml/hr. A staff member was called to the patient's room an hour later due to an empty bag. IV set up confirmed by another rn, pharmacy, and provider. Set up was done correctly. The module said there was 82.5ml remaining in the bag but the bag was empty. The patient's bp remained stable. There was patient involvement but no harm.